Manufacturer narrative:
The event was determined to not be reportable based on the information reported on (B)(6)2017. The event was later determined to be reportable based on the additional information reported on 8/8/2017. Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient displayed over-medication symptoms a few hours after a pump refill procedure on (B)(6)2017. During the refill appointment, it was suspected that a pocket fill occurred during the refill procedure. The pump reservoir volume was checked after refill, and it was observed that the volume of undelivered drug remaining in the pump reservoir was less than the expected volume based on the programmed infusion rate. The patient was observed for over-medication symptoms every 15 - 20 minutes for 1.5 hours and no symptoms were observed. The patient was sent home. The patient displayed symptoms approximately 3 hours after leaving the facility and was taken to the hospital. Patient was administered narcan.